Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported error was not observed in event logs history. Visual and functional test had been performed, and defective latch/lock sensor was found. Customer complaint had been confirmed and the probable cause for the error was defective latch/lock sensor.

Event description:
It was reported that the pump was not recognized when cassette is locked during testing. There were no patient involvement and harm. It was observed during inspection of a returned pump that latch lock sensor was defective. The failure mode found in non-clinical conditions. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.